Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Attempts to f/u with the injecting healthcare professional have been unsuccessful, therefore, the device lot number is unavailable at this time. Device labeling: undesirable effects: practitioners must inform the pt that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The practitioner should treat these as appropriate.

Event description:
Healthcare professional reported after injection of an unspecified injection site with juvederm ultra the pt developed "angiocedema" at an unspecified location. Pt was treated with "antihistamine and steroids". The reported symptoms have subsided since treatment.